Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had leakage. The following was reported, " we had an incident on thursday 7th march with a 22 g blue venflon, it was noted ½ through the short procedure that it was leaking clear fluid out of the venflon injection port. I have attached a clip of what happened. The line /IV fluids where not under any pressure or run through a warming system, it was a straight forward bag of 500mls hartman¿s. No harm came to the patient and we attached a cleave to sop the fluid from continuing to leak. The venflon was removed once the pt was awake in recovery and I have it in the sisters office in bch theatres with the label from the venflon."

Manufacturer narrative:
Investigation: 1 video clip was returned for investigation. From the video, it was observed that the fluid was leaking from the injection port. The actual sample was subjected to visual inspection and catheter adapter leak test. Leakage was observed from the injection port. The sample was then further sent to x-ray for analysis. Foreign matter was observed on the valve under the cannula hub injection port. The probable root cause of the leakage could be due to the foreign matter which was observed on the valve under the cannula hub injection port of the actual returned sample. Due to the presence of the foreign matter, the valve was unable to close properly and resulted in leakage from the injection port. Based on the laboratory analysis, the foreign material on the valve shows possible groups of silicate, which is the primary constituent of the glass type material. The probable root cause that the foreign matter could have gotten stuck between the valve and the cannula hub could be during product application with other silicate-based device or apparatus. The manufacturing process was reviewed and there is no silicate-based materials used in the valve insertion to the cannula hub process. Therefore the root cause cannot be determined. DHR was reviewed and no qn's were raised in the past 12 months along with no abnormalities observed for machine history record.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had leakage. The following was reported, "we had an incident on thursday 7th march with a 22 g blue venflon, it was noted ½ through the short procedure that it was leaking clear fluid out of the venflon injection port. I have a clip of what happened. The line /IV fluids where not under any pressure or run through a warming system, it was a straight forward bag of 500mls hartman¿s. No harm came to the patient and we attached a cleave to sop the fluid from continuing to leak. The venflon was removed once the pt was awake in recovery and I have it in the sisters office in bch theatres with the label from the venflon."